Event description:
(B)(4).

Manufacturer narrative:
More info surrounding the event has been sought but not yet received. A supplemental medwatch will be provided when investigation is finished. (B)(4).